Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Alleged failure: keeps shutting off mid case. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be a loose power cable, power surge, or bad camera head cable. The product was returned for investigation and the failure mode will be monitored for future reoccurre.